Manufacturer narrative:
Investigation summary: two photos were received and evaluated. The photos depict an outside of a safetyglide box and a strip of 5 packages, confirmed to be from batch #8086615 (p/n 305917). In the strip of packages 4 of the hubs are green indicating 21g needles, while 1 is pink, indicating an 18g needle. Physical sample was received and evaluated. A strip of 5 packages was received, confirmed to be from batch #8086615 (p/n 305917). Second package from the edge contained a pink hub needle, while all others were green hubs. The sample was consistent with the photo received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Probable root cause: poor line clearance. Based on the investigation performed and on the information available today, it is likely the line clearance during the product change between 18g batch #8057760 and 21g batch #8086615 was not performed thoroughly and at least one piece was left in the machine. Corrective action: line clearance reinforcement training will be conducted for all relevant personnel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd safetyglide¿ needles and syringes there was an issue with mixed product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ needles and syringes there was an issue with mixed product.